Event description:
It was reported that a large volume intermate experienced a leak. This occurred before use. The device contained unknown antibiotics. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The ruptured bladder confirmed the reported condition of a leak. A microscopic examination was performed, and an abrasion on the interior surface of the bladder was observed near the rupture line. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.